Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information received via email on (B)(4) 2014 confirms that the device in question was actually removed and the patient was re-inserted a new one from the shelf at the hospital. In addition, the device was replaced for the newly ordered replacement. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported the irrigation port was damaged resulting in water leakage. Report indicates that the product was in use for 1 minute.